Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report.

Event description:
It was reported that patient had 3 canulated screws implanted in the femoral head. The femoral head fractured, so the surgeon revised to a total hip. Removed the screws only.